Manufacturer narrative:
On 7/31/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2019, it was reported to mentor that the date of explanation will be (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/18/2019, it was reported to mentor that the capsular contracture is baker grade iii-IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: facility information: (B)(6). Concomitant products: a mentor memorygel breast implant 350cc, catalog # 3503254bc, sn # (B)(4). , lot # 7669643 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced right side capsular contracture unknown baker grade. Patient states the breast is firm and causes discomfort. No further issued to report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/16/2019, during evaluation of the sample, it was observed a tear measuring approximately 0.2 cm. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).